Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was not confirmed. Return device analysis noted that the inner and outer member at the guide wire exit notch were torn distally. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. In this case, it is possible that the notes tear in the guide wire notch area gave the impression of a balloon rupture or possible leak; however, it is unknown when the damage occurred. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 1.2x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured after 2 inflations at 12 atmospheres (atm). Therefore, the bdc was removed from the patient. A non-abbott balloon was used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.